Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient was not happy with their near vision. The intraocular lens (iol) was explanted from the left eye and replaced with an iol of a different model but same diopter. There was no vitrectomy, no incision enlargement, and no prescription medication provided by the physician. Visual acuity pre-operative was 20/20 visual acuity post-operative was 20/20 near vision post-operative was j1. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.